Event description:
It was reported that the user, who typically uses a dexcom g7 with the ilet, applied a freestyle libre 3 plus sensor and started it with the libre app, resulting in the sensor being in use by another device and unavailable for connection to the ilet; the user was advised to operate the ilet in bg run mode and received education on this workflow. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms reported. Investigation included customer support troubleshooting and user education regarding compatible sensors and operational mode selection. Investigation of this case revealed normal device function and use of a cgm sensor initiated on a different platform, which prevented pairing to the ilet. It was concluded that the event was due to use error related to sensor compatibility and prior activation on another device, and that the ilet system operated as designed.